Manufacturer narrative:
The resident was transferred into a penner patient transfer system. When in the penner patient transfer system, not secured with the system belting, he was raised so his feet were approx 6" off the floor. At that time, the operator reached for another blanket, leaving the resident unattended. The resident leaned forward and fell out of the transfer chair onto the floor. The belting system provided on the device was not used and the procedure, per the penner transfer safe operation and daily maintenance manual, were not followed.

Event description:
After being transferred into a penner pt transfer, the resident was raised so his feet were approx 6" off the floor. The resident leaned forward and fell out of the transfer chair onto the floor.